Event description:
Revision surgery revealed polyethylene wear of the tibial iinsert. The femoral component was also revised at this time to a compatible total knee component.

Manufacturer narrative:
The tibial component could not be evaluated for the reported wear as it has not been returned to co. The lot code has not been supplied so that a review of the device history record is not possible. Attempts to obtain lot code information and/or the device have been unsuccessful.